Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There is a crack in the instrument`s black handle.

Manufacturer narrative:
The complaint states there is a crack in the instrument`s black handle. An alternative material, propyl hs, has been identified for the handle. The material supplier (westlake plastics) is confident that this material will overcome the chemical attack and embrittlement issue. The vendor drawings were updated on 11 may 2010 and these changes were subsequently implemented on depuy drawings via (B)(4). The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.